Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen intermittently lagged and was unresponsive when making selections or sliding to unlock, without visible damage or drops, consistent with a touchscreen component issue and an unresponsive key/button device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the touchscreen component presenting as an unresponsive input interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.